Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did confirm insulation damage allegation based on observation of a tear in the insulation approximately 790 to 795 millimeters from the terminal pin. The damage is consistent with a burst bulge from a flushing procedure. Furthermore, it was concluded that this is an unintended user error based on the analysis finding of induced damage. The observed damage is not deemed to indicate a product defect or malfunction.

Event description:
It was reported that left ventricular (lv) lead was not successfully implanted due to unknown product performance issue. Additional information indicated that the lead was flushed saline shot thru the side of the lead. The lead never touched the patient. The lead was never in service. No adverse patient effects were reported.

Event description:
It was reported that left ventricular (lv) lead was not successfully implanted due to unknown product performance issue. Additional information indicated that the lead was flushed saline shot thru the side of the lead. The lead never touched the patient. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.